Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on: (B)(6) 2006: patient presented with the following diagnosis: 1) annular tear/disk protrusion, l5-s1. 2) annular tear/ degenerative disk disease at l4-5. Procedure: 1) l4-5 and l5-s1 anterior lumbar discectomy/decompression. 2) l4-5 and l5-s1 anterior interbody fusion. 3) implantation intervertebral devices, single implant, l4-5 and single implant, l5-s1. 4) use of morphogenic protein/bmp. 5) continuous electromyelogram monitoring of the bilateral l5 and s1 nerve roots. Per op- the end plates were penetrated with an awl, and then bmp-soaked sponges supplemented with bone graft were placed in the cage.cage was packed with bmp-soaked sponges after implantation. Pre-op diagnosis: degenerative disc disease with instability l4-5 and l5-s1 interspace. Procedure: 1) anterior lumbar discectomy/decompression l4-5 and l5-s1 interspace. 2) implantation of fixation device l4-5 and l5-s1 interspace. 3) anterior interbody fusion l4-5 and l5-s1 interspace. Patient alleges unspecified injury due to the use of rhbmp-2